Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a vocal cord polypectomy, a routine evaluation of the trachea revealed a large papilloma". The patient was under general anesthesia and the procedure was performed with intermittent apneic ventilation. The physician made multiple lasing attempts to remove this lesion; there was "a fire in the airway". The patient remained intubated, was given flushed ice saline in the trachea, an epinephrine drip to <edema. Was given steroids, 2 broadspectrum antibiotics and a bronchoscopy was performed. Was in intensive care for 3-4 days. Hyperbaric o2. Due to acute pulmonary edema was transferred to the tertiary care unit for ECMO (extracorporeal membrane oxygenation) to oxygenate his blood. He was extubated and transferred to a rehab facility (date unknown). The status of the patient is unknown at this time.

Manufacturer narrative:
Unchecked "not returned to manufacturer" and "no" checked: "yes - evaluation summary attached".

Manufacturer narrative:
(B)(4).